Event description:
Difficulty with filling a patient's pump was reported. Originally they were only able to get 15ml into the pump. After aspirating the 15ml and holding the negative pressure, they were not able to get anything in the pump reservoir. The physician tried holding negative pressure twice, but was still unable to fill the pump's reservoir. A new refill kit was also attempted without success. The physician was planning to put preservative-free normal saline into the pump using a 5ml syringe. The patient's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).